Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported touch screen on the g9 device (cu-192ra s/n (B)(6) ) was malfunctioning. It was resetting itself every 10 to 15 minutes. When nk tech support called back on the same day, customer reported the issue resolved itself without intervention. Customer wasn't sure if there was an issue. On 9/19/2019 customer provided further clarification that the issue could not be duplicated by biomed. Further details into the reported problem were not available. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 5/28/2017. Service history for this device shows the following: 08/27/2019 300180200 - current notification. 05/22/2018 300126003 - software update. 12/28/2017 300108234 - device was in use at a different facility. Device experienced a v1 alarm "check electrode v1". The issue self-resolved. Nk cas discussed with the nurses of possible contact issues related to electrode leads. No additional issues had been reported. Due to the issue could not be duplicated, and no previous occurrence of the touch malfunction, the root cause could not be determined. Investigation conclusion: the root cause could not be duplicated. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d11 & c2: concomitant medical products.

Event description:
The biomedical engineer reported that the bedside monitor (csm) is rebooting every 10-15 minutes and the touchscreen was not responding. Nihon kohden technical support contacted the customer and was told that the issue resolved by itself and was not sure if there was a problem to begin with. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (csm) is rebooting every 10-15 minutes and the touchscreen was not responding. Nihon kohden technical support contacted the customer and was told that the issue resolved by itself and was not sure if there was a problem to begin with. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The biomedical engineer reported that the bedside monitor (csm) is rebooting every 10-15 minutes and the touchscreen was not responding. Nihon kohden technical support contacted the customer and was told that the issue resolved by itself and was not sure if there was a problem to begin with. No patient harm was reported.